Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein procedure performed in the stomach on (B)(6) 2024. During preparation, the cutting wire was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Block h11: investigation results the returned speedband superview super 7 was analyzed, and the device was returned without the ligator housing. In addition, the handle has evidence of trip wire being secured and has markings of being damaged, but the trip wire was not broken. It was seen that the slack wasn't taken up. No other problems with the device were noted. The reported event of trip wire break was not confirmed. Upon analysis, the ligator housing was not returned, the handle has damaged markings, but the trip wire was not broken, and it was not pulled up to take up the slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction." However, it was reported that the speedband superview super 7 was used in the stomach. The device was not also pulled up to take up the slack and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." Additionally, this device was used in a manner inconsistent with the labelled indications. The entire length of the trip wire was inspected, and it was seen that it wasn't broken. The handle had damaged markings, this most likely happened at the time of using the device and since the trip wire slack wasn't taken up, it is possible that the majority of the trip wire was in the handle spool being loose, damaging the handle when rotating the knob. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein procedure performed in the stomach on (B)(6) 2024. During preparation, the cutting wire was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.